Manufacturer narrative:
Although requested, no additional information about the patient, medication, or event provided. Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that the hub cracked and leaked.